Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The product was received in good condition. The problem could not be reproduced as indicated in the original complaint. The unit passed the mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00007 and 2134265-2015-00091. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross coronary imaging catheter to visualize the unspecified lesion. During procedure, auto pullback was in recording mode but the pullback did not move at all. Connections were checked and the imaging catheter was replaced however pullback failure still occurred. The procedure was completed using a different device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID# 2134265-2015-00007 and 2134265-2015-00091. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ coronary imaging catheter to visualize the unspecified lesion. During procedure, auto pullback was in recording mode but the pullback did not move at all. Connections were checked and the imaging catheter was replaced however pullback failure still occurred. The procedure was completed using a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).